Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device was discarded; therefore, no further investigation can be performed. A device history review (DHR) associated with lot 0000192109 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during treatment to an occlusion at the internal carotid artery, the physician commented that the deflation of an emboguard 87, 95 cm balloon catheter (bg8795u, 0000192109) was too slow. A 2cc syringe was used for deflation. The procedure was successfully completed. There was no negative impact on the patient. A continuous flush was done.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, g3, g6, h2 and h10. Complaint conclusion: as reported by the field, during treatment to an occlusion at the internal carotid artery, the physician commented that the deflation of an emboguard 87, 95 cm balloon catheter (bg8795u, 0000192109) was too slow. A 2cc syringe was used for deflation. The procedure was successfully completed. There was no negative impact on the patient. A continuous flush was done. No additional information is available. The device was discarded; therefore, no further investigation can be performed. A device history review (DHR) associated with lot 0000192109 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. Per the instructions for use (IFU) the balloon deflation instructions are as follow: a. If using an lav: attach a 20ml syringe to the lav and apply vacuum until the balloon is fully deflated. B. If using a 3 way stopcock: turn the stopcock to allow flow to the 20ml syringe and apply vacuum until balloon is fully deflated. Turn stopcock to prevent flow to balloon. C. Ensure balloon is fully deflated before withdrawing the catheter. Different contrast media to heparinized saline ratios, other than the recommended ratio described, may affect device visibility and may impact the balloon deflation time. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.